Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage(cracked battery compartment) and moisture damaged found on (B)(6) 2021. The pump passed the displacement test and self test. Pump was cut open to perform visual inspection and found moisture damage on the electrical board 1 and corroded battery tube.¿ test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case on battery tube, cracked case above arrow and battery icon, cracked battery tube threads, and cracked case on display window corner. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails, cracked case on battery tube, and cracked battery tube threads was noted. Moisture damage confirmed on the electrical board 1 and corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. Insulin pump had corrosion and insulin pump was working as designed. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.